Event description:
It was reported that the plaintiff was "implanted with the miniarc single-incision sling" to "treat her pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It is also alleged that the plaintiff suffered "debilitating neuromas."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.